Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported event of device unable to interrogate was confirmed and was due to product code was mostly zeroed. Device has gone into backup operations due to check summ error.

Event description:
It was reported that the pulse generator would ot interrogate. The device was still in package.